Manufacturer narrative:
The pt's system remains implanted and will not be returned for evaluation. This is a final report.

Event description:
The pt was treated with an injection due to irritation at the lead placement site. The pt is reportedly doing well.